Manufacturer narrative:
See MDR 1920664-2007-01437 for the intraocular lens used with delivery device.

Event description:
The lens did not exit the inserter correctly and the haptic bent going into the patient's eye. The lens was removed and replaced.